Event description:
Caller reported a continuous glucose monitor (cgm) error 42 involving the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset procedure, guiding the caller through the process. Following the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.